Event description:
Surgeon reported that a patient's intraocular lens (iol) had decentered following implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested by phone, fax and mail on (B)(6) 2012. A completed questionnaire has not been returned. (B)(4).